Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. Product specific trending for the past three years revealed there has been four similar reports. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they are experiencing malfunctions with angio-seal evolution. Additional information received on 8/2/17: the doctor reports that the malfunction involves the tamper tube, he said it happens 20% of the time. The doctor said the tamper tube does not come back with the evolution device when deployed. Additional information was received on august 8, 2017. They were able to fish the tamper out of the device with a hemostat and get it to work. They have had at least 5-10 instances, both the 6f and 8f have failed. One clear hematoma episode related to device failure recently.

Manufacturer narrative:
This report is being submitted as follow up no. 1. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.